Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Upon functional testing, fse found that the control room connection box (crcb) interface board was corroded, and it was damaged by liquid. The fse replaced the crcb. After replacement of crcb, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was intermittently not possible. The system was in clinical use when this occurred. There was no report of harm.